Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's trial evaluation began on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urinary retention. It was reported that the patient had lost stimulation and therapeutic effect. The patient's stimulation was increased and they could feel it slightly. It was stated that they were unable to increase the stimulation to a comfortable level due to an error message seen. The patient was assisted in increasing their stimulation and when increased up to 7.8, the controller indicated " unable to provide desired settings". It was later reported that the patient changed the batteries and the controller still stated low batteries and did not allow the patient to increase stimulation. It was noted that the patient was confused regarding how many times they wanted the patient to use the catheters. No further complications were indicated.